Event description:
It was reported that during a procedure, this right ventricular (rv) lead exhibited high pacing thresholds. The physician observed that the rv lead appeared to have insulation damage. The lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.